Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient thought their device had a short circuit after the fall, noting that they only felt it in certain positions. To resolve the issues, they had an appointment and authorization with their healthcare professional (hcp). They noted that it may also be time for a new battery, but hadn't seen their hcp yet. The patient recommended the process of finding a facility that could give them a brain scan be streamlined as someone without internet would be greatly affected by the current process, noting that it would improve patient experience.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought the battery in the implant wasn¿t working and thought that it was due for a replacement. The patient reported they had a fall in (B)(6) 2017 and after the fall they noticed they could only feel stimulation in certain positions. The patient stated their symptoms were still much better than they used to be. The patient stated right after the fall was when they felt like the device stopped working. The patient was redirected to their healthcare provider to get the device checked. The patient asked if the device could be removed and they were redirected to their healthcare provider. No further complications were reported.